Manufacturer narrative:
Part number associated with the device only sold in (B)(6). Investigation could not be concluded as no device was returned.

Event description:
Patient implanted with lc-dcp 1/3 tubular plate (B)(6) 2010, reported to have an allergic reaction to plate. Plate removed (B)(6) 2011.